Event description:
Sorin group (B)(4) received a report that the pump was working fine through the case. Later, the flow dropped and the perfusionist could not get flow past 1 lpm. The perfusionist hand cranked to maintain blood flow. The pump was changed out. There was no report of patient injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the scp unit. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the pump was working fine through the case. Later, the flow dropped and the perfusionist could not get flow past 1 lpm. The perfusionist hand cranked to maintain blood flow. The pump was changed out. There was no report of patient injury. The pump is available for evaluation. The investigation is ongoing. A follow-up report will be filed when the investigation is complete.